Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in pacing impedance measurements from 1100 ohms to 1600 oms. Pacing and sensing measurements were stable and within range. A boston scientific technical services consultant informed the caller that normal measurements for this lead are between 300 ohms and 1200 ohms. The lead performance will continue to be monitored. No adverse patient effects were reported.